Event description:
End user reported to the customer, carolon, that he had heated the gel pack and placed in on his right calf. He said he elevated his foot and felt his calf getting hot, and then saw that the gel had leaked and he said it had burned his calf. He put ointment and a pad on the bum, and said he is not seeking medical help.